Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during the irrigation/aspiration (I/a) mode of a cataract extraction with intraocular lens implant procedure, suction would not develop. All connections to the handpiece were checked. There was no air present in the aspiration line. The aspiration tubing was crimped and the foot pedal depressed, this did not create the expected spike in vacuum. The cassette was exchanged and handpiece was checked and all worked fine. The procedure was completed with no harm to the patient.